Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) unit was leaking (puddling). There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter), e2, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the helium tubing assembly, multiple helium tubing assembly, helium tank, high pressure union, and high-pressure helium regulator. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field: h6 - investigation conclusions, investigation findings, medical device ¿ problem code.